Event description:
Adverse event(s): "no harm" (no consequences or impact to pt). Product problem(s): "milky whitish" (no code available); "too hard to be injected" (physical resistance). A surgeon reported that when the surgeon tried to inject the product, "it was too hard to be injected and exchanged the product to water". When the residue product was exchanged to water, the product turned milky/whitish. The surgeon removed the product from the eye, and instead used a competitor's product. There was no harm to the pt. No further info is expected.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of mis-handling. The product has been subjected to a secondary sterilization cycle by the end user. Directions for use in the product insert state that re-sterilization of the product is not to be performed. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. There have been no other complaints reported in the lot number. No further info is expected. (B)(4).